Manufacturer narrative:
Additional narrative: weight reported as (B)(6) on (B)(6) 2013; (B)(6) on (B)(6) 2014; (B)(6) on (B)(6) 2013. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained a fracture of his clavicle and underwent repair surgery at (B)(6) hospital in (B)(6) on (B)(6) 2013. The surgeon utilized a modular clavicle plate system to stabilize the fracture site. It was reported that the plate failed and the patient had to have revision surgery in july. The patient allegedly was getting up from a chair when the product failure happened. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Date of event unknown. Explant date: unknown date in (B)(6). Investigation could not be completed, no conclusion could be drawn as no device was returned. Review of manufacturing records has been requested. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of lcp clavicle plates was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications at time of acceptance. No nonconforming reports were noted. The raw material met all dimensional and visual criteria at the time of release with no issues documented. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient sustained a clavicle fracture on (B)(6) 2011 when he fell down the stairs. He tried to have this treated non-operatively. After time had lapsed he was seen with a concern of nonunion or difficulty healing at the doctors and a computerized tomography scan confirmed it at that point in time (exact date unknown). Initial surgery took place on (B)(6) 2013. A kirsch wire was used to reduce the fracture and a 7-hole locking plate was used with three cortical screws distally and two cortical screws and a locking screw medially. It was packed with autograft bone graft around the nonunion site as well as 1cc of bone putty. On (B)(6) 2013 he was standing up from a chair at home and felt a pop in his left shoulder and had significant pain. On (B)(6) 2013, he was seen at the emergency department where they told him his clavicle plate was broken. He was seen by his doctor on (B)(6) 2013 and they discussed a plan to have the plate removed on (B)(6) 2013. A plate and 6 screws were subsequently removed without difficulty. A new 8-hole plate and screws (five cortical and two locking) with bone graft was inserted.